Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent implantation with mentor smooth round moderate profile 275cc saline breast prostheses developed pain in both breasts post-implantation. In addition, the patient reported the following symptoms: fatigue, anxiety, depression, multiple recurrent infections of unknown origin, and immune system problems. As a result, the patient underwent bilateral explantation on (B)(6) 2014. This medwatch report is for the 2nd of two breast prostheses.